Manufacturer narrative:
(B)(4). Concomitant medical device: unknown biolox head, unknown tm stem, unknown cup. The reported event was identified during review of a journal article brian j. Mcgrory, md, ms, anna jorgensen, md, et al. High early major complication rate after revision for mechanically assisted crevice corrosion in metal-on-polyethylene total hip arthroplasty reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that a patient underwent a closed reduction procedure due to dislocation. No further information is available at this time.